Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the (B)(6) unit, that the tubing set separated from the male luer-lock a the end of a potassium infusion. There were no adverse effects caused to the adult patient from this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint that the tubing set separated from the male luer-lock could not be confirmed due to the product was not returned for failure investigation. Photo provided by the customer could not confirm a separation at the male luer lock. The root cause of this failure was not identified.

Event description:
It was reported from the shy- west unit, that the tubing set separated from the male luer-lock at the end of a potassium infusion. There were no adverse effects caused to the adult patient from this event.